Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit had minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she wanted instruction on performing the high pressure test. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level at the time of the call was 334 mg/dl. The insulin pump failed the high pressure test. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.